Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by facility representative via email that an ar-13995n scorpion multifire needle broke while in use, inside of patients shoulder and it was not retrieved. This was discovered during a right shoulder arthroscopic rotator cuff repair, distal clavicle excision, sub acromial decompression with acromioplasty, mini open sub pectoral biceps tenodesis, allograft augment superior capsular reconstruction. Surgeon decided to leave the tip of the needle inside of the patient and complete the repairs. Additional information requested. Additional information received 9/17/2021 the mutlifire scorpion suture passer was being used along magnumwire blue and black co-braid from a smith and nephew suture anchor.